Event description:
It was reported that the patient had a driveline fault alarm on (B)(6) 2022. The patient exchanged the system controller. Log file analysis confirmed a driveline power fault and intermittent communication fault. It was recommended to exchange the modular cable. It was reported that exchanging the system controller and modular cable resolved the issue. Related manufacturer report number: 2916596-2023-00048.

Manufacturer narrative:
Section d6a: date of implant incorrectly provided in previous report. Date of implant is not applicable for heartmate 3 system controller. Manufacturer's investigation conclusion: the reported event of driveline power fault and driveline communication fault alarms was confirmed via analysis of the log files; however, the alarms were not reproduced during testing of the returned system controller. The submitted system controller event log file and downloaded system controller event log file contained approximately 2 days of data (21dec2022 ¿ 23dec2022 per the timestamps). The log files captured driveline power fault and driveline communication fault alarms on 23dec2022 from 14:44:54 to 14:56:26 due to pwr_a_broken and com_a_fault faults respectively. The alarms resolved once the driveline was disconnected on 23dec2022 at 14:56:26. The driveline was disconnected to exchange the system controller. No other notable alarms were observed in the log files. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced, including when connected to the returned modular cable. Additional information provided communicated that exchanging the system controller and modular cable resolved the issue. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline power fault, driveline communication fault, and no external power alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had driveline fault alarms. The patient changed out their controller. The log files confirm a driveline power a fault and an intermittent comm a fault. The driveline faults resolved after the exchange.